Manufacturer narrative:
Reliability analysis inspected 3 random sealed infusion sets and performed hand prime using a new lab reservoir and found occluded at quick release connection needle site. Analysis was unable to confirm if the customer received the infusion sets occluded due to customer returned opened and used. Inspected 2 opened and used infusion sets and performed hand prime using anew lab reservoirs and found 1 of 2 occluded at p-caps connection section. Remaining infusion set occluded at quick release connection septum site. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 172 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.